Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify what was meant by "the previous ins stopped working a few months ago", the hcp stated the device malfunctioned--the battery stopped working. The hcp stated this was caused by normal battery depletion. The hcp reported the cause of the device not working was determined, and it was most likely caused by the battery. To resolve the issue, the patient's implanted system was replaced on (B)(6) 2025. The issue had been resolved. The hcp reported the cause of the lead not working was determined, and it was most likely due to the battery. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6) , implanted:(B)(6) 2025, product type implantable neurostim ulator product ID 978b128 lot# va2l1qp serial# implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 28-dec-2023, UDI#: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they had surgery last thursday to replace the battery and another lead that was not working. Caller stated the therapy seems to be working quite well compared to what it was before the surgery. Caller mentioned that the p revious ins stopped working a few months ago and they noticed when they were going to change the intensity of the stimulation and they got a message on the programmer that the battery was low in the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the device showed a warning that the internal device battery was low. They no longer got any neurostimulation and their fecal incontinence worsened in last 1 month. They had good improvement before that. Patient reported hypertension, arthritis, hearttrouble, dvt (deep vein thrombosis), asthma. They were taking medications. The device sacral neurostimulator was no longer functioning. The generator battery was also dead. The patient was therefore scheduled for full device sacral neurostimulator replacement with fluoroscopy. The old device stimulator was first identified. The battery site in the old pocket site on the left side was identified. The old device was freed and brought out externally. The leads were then freed from the device as the battery was bed.the leads were then tested with test stimulation. There was no response from the old lead. The lead was not functioning. Therefore, the device and the lead were replaced.they stated replacement of device and noticed improvement in fecal incontinence and incisions were healing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported in the medical notes that the incision on right has a divot from the previous pocket.

Manufacturer narrative:
Continuation of d10: product ID 97800 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostim ulator product ID 978b128 lot# va2l1qp implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.